Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Xience pro is currently not commercially available in the u.s. However, it is similar to a device sold in the us. (B)(4). The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported the percutaneous transluminal coronary (ptca) procedure was to treat a de novo lesion with heavy tortuosity and heavy calcification in the distal left anterior descending (lad) artery. The 3.0 x 28 mm xience pro stent was deployed at 12 atmospheres (atm); however, a dissection occurred. Another xience pro stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.